Event description:
It was reported that after implant procedure, patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. Programming changes were made. The patient was stable.